Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, srm failed and could not be opened. The user rebooted the station and attempted to open the srm manually; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed to open. A field service engineer verified the issue, noting that the remote manager had failed and would not open, checked configuration, cables, and connections, and identified a loose connector to the micro switch, secured the connection and adjusted alignment, tested the remote manager using the test application and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.